Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had low blood glucose levels while wearing the pod. The patients wife stated they called the ambulance. The paramedic told the patient to take off pod. Paramedic tried to put in an IV in to treat the patient but they couldn't find a vein to put the IV in. Paramedics gave the patient 2 gel packs and recommended that the patient eat some food.